Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported added a lingual cant to my mandibular central and lateral incisors, which creates an overbite and crowds my tongue. Pushed their mandibular canines buccally, so they are now the first contact surface with their maxillary teeth when they bite down. This isn't so much a problem in and of itself, but.. As a result of their movement, their mandibular premolars are more lingual, again crowding my floor of mouth. Did not correct my maxillary teeth whatsoever, and in fact opened up a gap between their left central and lateral incisor this is a contraindicated patient.